Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9733597, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, indications of a thermal event via odor were observed from the navigation system. The site then restarted the navigation system and continued with the procedure. It was noted that the navigation system then stopped functioning without prompt from the user. Disposables for the procedure were then swapped out which restored functionality, however the reported issue recurred. There was no reported impact on patient outcome. It was later reported, while troubleshooting, the electromagnetic navigation interface cable was frayed though the reported issue could not be replicated. Additionally, it was clarified that a yellow fault light appeared when the unit was plugged in and the electromagnetic interface box was very warm and could not navigate nor recognize instruments plugged into it. After being unplugged and allowed to cool down, it functioned intermittently but the issue would recur. On the third restart of navigation, the catheter being used could be passed.

Manufacturer narrative:
Analysis on the returned external power/data cable resulted in a physical damage failure that was found through functional testing and visual/physical examination. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: initial reporter is(B)(6). The software logs from the time of the reported event were analyzed. It was determined that the software was functioning as designed and that there was no software issue, however it was indicated that the reported issue was likely caused by a faulty controller or power supply. Neither the controller or power supply were returned to medtronic for analysis. Additionally, a medtronic representative went to the site to test the equipment. Testing revealed that the system functioned as intended. The damaged electromagnetic navigation interface cable was replaced. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The type of procedure was a ventriculoperitoneal shunt revision. It was confirmed that navigation was aborted for a short time and then the surgeon was able to get it to work again. When the electromagnetic navigation interface cord was first plugged into the box an odor was noticed and the cord was immediately unplugged. The manufacturing representative noted the insulation pulled away on the "green" cord. The manufacturing representative and the surgical resident started plugging everything in again and everything was functioning until they were ready to place the proximal catheter, which is when the navigation system stopped functioning. The delay to the surgical time was approximately 30 minutes. There was no impact to patient outcome. It was also indicated that no visible damage to the internal sheathing was present.